Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a revision surgery to place the stimulator further in because it was sticking out instead of lying flat. The patient further reported that they were in severe jolting pain because the battery pack was moving around and sticking out. The patient went to the ER and could not find another cause of the pain so the surgery date was moved up. The caller confirmed that the muscle did not grow around the muscle. The issue was resolved at the time of this report. There were no further complication reported or anticipated.